Manufacturer narrative:
Updated fields: the fractured distal driveshaft section of the oad was returned engaged on the viper wire guide wire used during the procedure. The guide wire was not damaged. Scanning electron microscopy analysis was performed at the site of the driveshaft fracture and identified fatigue striations. Driveshaft flexing at the weld location can initiate a fatigue failure, and it is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in tortuosity or resistance which pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The reports of crown jumping, dissection, and the device becoming stuck in the vessel could not be confirmed through this analysis. The instructions for use for the coronary oas state the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Two devices of this lot were discarded prior to distribution due to a crown weld issue. Based on this analysis it is unknown if these issues are related to this event. Csi ID: 09532.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During a high risk percutaneous coronary intervention procedure, a 90% stenosed lesion in the ostial circumflex was treated following successful intervention in the left anterior descending artery. A diamondback coronary orbital atherectomy device (oad) was successfully delivered distal to the lesion and one treatment pass was performed on low speed. The crown of the oad was observed to jump back slightly into the left main. Glideassist was used to navigate the device back into the circumflex, and the device appeared to stall. Imaging was performed and it was noted that the oad had fractured at the crown and the fragment had become stuck in the vessel. Attempts were made to retrieve the crown with a guide catheter and balloon but were unsuccessful. A small, non-flow limiting type a-b dissection occurred due to the device fracture and was resolved with previously planned stent placement. The fragment was dislodged by pulling firmly on the guide wire, and the oad fragment remained on the wire during removal. The procedure was completed according to plan and the patient was stable throughout and remained stable post-procedure.